Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter and an emerge shelf box. The batch number on the packaging and the batch number of the device matched this complaint. The catheter was inspected tactilely and under magnification. There was blood and contrast in the inflation lumen. The inner shaft was buckled in multiple places between 5mm and 19mm from the distal tip. The exit notch was twisted. Examination of the balloon revealed a pinhole over the proximal markerband. The balloon material and the ro marker presented no irregularities that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 2.00mm x 12mm emerge balloon catheter was selected, however the device was not able to "go in." It was noted that the balloon had holes. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon pinhole occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected, however, the device was not able to "go in". It was noted that the balloon had holes. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).